Event description:
Allegedly the patient was revised due to dislocation (left).

Manufacturer narrative:
This is the same event as 3010536692-2015-00162. This report will be updated when investigation is complete. Trends will be evaluated.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.